Manufacturer narrative:
Additional information: the device was inspected before use. It was stated that the detachment occurred on the distal shaft. No resistance was noted during withdrawal of the device. It was also reported that the catheter deformed during advancement of the device in the vessel and kinking, stretching, twisting, bunching of the catheter was noted. The patient was reported to be alive with no further injury. It was later reported that the physician opened the femoral artery and removed the remaining part of the balloon catheter. The patient remained in the emergency department for two days recovery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. A kink was evident on the hypotube. There was a detachment at the exchange joint. The material at both sides of the detachment site was stretched and uneven. The distal shaft was kinked distal to the detachment site. The distal tip was necked and stretched. Crystallised contrast was visible inside the balloon. The inner member under the balloon material was snaked and deformed. The was no bunching or twisting evident to the catheter. There was no other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a tortuous lesion. There was no issues noted to the packaging. There was no issues noted when removing the device from the hoop. Negative prep was not performed. The lesion was pre-dilated. It was reported that the device detached at the catheter during removal of device from the patient, following stent deployment. It was stated removal difficulties occurred. The detached portion of the device remained in the patients aorta. The detached portion was retrieved using a wire through the guide catheter. It was also reported that the catheter deformed and kinking, stretching, twisting, bunching of the catheter was noted. The device was not kinked and restraightened during use. A non-medtronic introducer, guide catheter and guide wire were used during the procedure. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: still images and angiographic videos were provided for analysis. The still images provided were of a delivery system with a detachment at the distal shaft. Kinks were evident on the catheter and the distal tip was deformed. The angiographic image and videos provided showed the delivery and deployment of the stent. When withdrawing the delivery system following deployment, there appeared to be a detachment of the distal section of the delivery system. There were no images/video provided showing the reported deformation during advancement. There were no images/video provided showing recovery of the detached section of the delivery system. If information is provided in the future, a supplemental report will be issued.